Manufacturer narrative:
This report is for unknown nail/unknown lot number. Other: UDI: unknown part number, unknown lot number, UDI is unavailable. Device is not expected to be returned for manufacturer review/investigation. (B)(4). There was surgical delay of 30 to 45 minutes to an hour, and additional surgical intervention related to the misuse of the device. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reporters was communicating to a surgeon on a hospital visit on (B)(6) 2016. During the conversation the surgeon mentioned that he had a situation a while ago (date unknown) during a humeral nail insertion where the aiming arm was not lining up and the locking screw would not go in to a humeral nail. When inserting the nail, the surgeon either put a left nail in a right humerus or a right nail in a left humerus (the regional sales consultant couldn't remember which). When he tried to insert the locking screw, the aiming arm was not lining up right and the locking screw wouldn't go in. It took at least 30 minutes, maybe 45 minutes to an hour, for the surgeon, the nurse, and the reporter to realize it was the wrong (sided) nail. The fracture was reduced and the nail was in place; the surgeon thought that removing the nail might cause more damage so he decided to leave the nail in place. They reversed the aiming arm so everything lined up and they were able to insert the locking screw with no problem. The surgery was successfully completed and the surgeon felt the patient had a good outcome. The surgeon was only concerned that it took so long for them to realize what happened. No other medical intervention was required. There was no broken, damaged, or fragmented device, in the patient, that would result in re-operation. This complaint involves 1 device. Concomitant device reported: unknown locking screw (part, lot and quantity unknown), unknown aiming arm (part, lot and quantity unknown). This report is 1 or 1 for (B)(4).